Event description:
It was reported that this pacemaker was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a similar model lead. No additional adverse patient effects were reported.